Event description:
The customer reported system shut down and displayed a file system check error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and repaired the power cord plug and reseated fuses. System operates as intended. This MDR is related to ge healthcare complaint,